Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: etlw1620c124ej, serial/lot #: (B)(4), ubd: 13-may-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. It was reported that approximately 2 years post index procedure, a type ib endoleak was observed during patient follow up. The patient was emergently transported to the hospital and an intervention procedure was performed. As a type ib endoleak from the right common iliac artery was suspected an occlusion balloon was placed in the right leg and coils placed in the right internal iliac artery. An additional limb was implanted by landing on the right external iliac artery. However, angiography revealed that the type ib endoleak remained from the left side. Therefore, coils were placed in the left internal iliac artery and an additional limb was also implanted by landing on the left external iliac artery. It was reported the endoleak was resolved. Per the physician, the cause of the event was due to anatomy. As the length of both the left common iliac artery and right common iliac artery were short it was considered that the sealing was insufficient in late phase. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.